Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had oxygen readings high after replacing the sensor. The ventilator was not on a patient at the time of the event. Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to service the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A technical support engineer (tse) troubleshot the issue with the customer and walked them through calibration. The calibration was noted to have passed. It was later reported that the unit was in working condition. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had high fraction of inspired oxygen (fio2) readings after replacing the sensor.